Event description:
Allegedly removed during the revision of another component. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated the investigation is complete. This event occurred in (B)(6).